Manufacturer narrative:
One bivona® adult tts¿ tracheostomy tube was returned for analysis in damaged condition. Upon visual inspection the airway line was found to be cut/damaged at approximately 2mm from the neck of the flange (just above adhesive joint). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence the complaint was confirmed. However, the root cause is unknown as the line appeared to have been pinched or cut.

Event description:
Information was received indicating that upon placement of a smiths medical portex® bivona® adult tts¿ tracheostomy tube the inflation line broke with inflation of the cuff. Subsequently, the tracheostomy (trach) tube was immediately changed out. There were no reported adverse patient effects.